Event description:
Boston scientific received information that the right ventricular (rv) lead pacing impedance measurement was less than 200 ohms. Additionally, noise and oversensing was observed during isometric testing. Inappropriate anti-tachycardia pacing (atp) was delivered as a result. The patient with this device system reportedly did not pace on the rv lead, therefore, no episodes of asystole were observed. A revision procedure was performed and the rv lead was surgically abandoned. The device was moved to the opposite side of the patient. Once the new right atrial (ra) lead was being placed, the patients oxygen levels decreased. Benadryl was administered and sixty seconds later, the oxygen level decreased from 90 to 20 and the patient coded. CPR was performed and the patient went into an arrhythmia. The patient was externally defibrillated and intubated. The procedure was then completed, however, dft testing was not performed. The patient was checked the following day and was sitting up and talking and breathing on their own. No further observations were noted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.